Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that power switch was in the on position of a patient¿s liberty select cycler but there was no light on the cycler buttons during dwell 2 of 4 of their peritoneal dialysis (pd) treatment. The power cord was not securely plugged in. There were no recent power outages in the home or in the area reported. The patient reseated the power cord and sparks were seen coming from the power cord. The patient was able to get the power on but did not feel safe using the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer for physical evaluation by the manufacturer.

Event description:
It was reported that power switch was in the on position of a patient¿s liberty select cycler but there was no light on the cycler buttons during dwell 2 of 4 of their peritoneal dialysis (pd) treatment. The power cord was not securely plugged in. There were no recent power outages in the home or in the area reported. The patient reseated the power cord and sparks were seen coming from the power cord. The patient was able to get the power on but did not feel safe using the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The post accelerated stress test (ast) 2hours 15mins 8500ml simulated treatment was performed on the cycler and passed. There were no further alarms or issues during the test. The cycler underwent and passed a catch-post hipot test, patient hipot test, current leakage test, touchscreen test, and voltage calibration check. An internal visual inspection of the returned cycler was performed and found no discrepancies. All electrical testing passed; no evidence of an electrical spark was reproduced during the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.